Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that she had removed several sets since the tubing detached from the connector due to which she had high blood glucose level episode and those sets had an opaque appearance. Since she had only box of the same lot and she was struggling with those sets since months. No further information available.